Event description:
It was reported to philips that the allura device would not produce images. The device was inside clinical use at the time of the event. No patient harm was reported. A philips engineer visited site and replaced the mains interface unit (miu). The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the dsa imaging was not possible. The review of system log file showed x-ray generator errors. Upon functional testing, fse found error in the power supply control unit (miu) inside the generator. The philips engineer replaced the power supply control unit (miu). After replacement of power supply control unit (miu), the system was returned to use in good working order. The codes were updated based on the investigation outcome.